Event description:
Additional information was received on (B)(6) 2012, when the nurse reported that the increase in seizures is back to pre-vns baseline levels and the increase in seizures are unrelated to vns. The patient has intractable seizures, and the increase in seizures are a brief (sec) tense or infantile spasm 4-10 times a day. The patient's family has placed a magnet over the vns to turn the device off, but no real difference was noted so the patient now has his vns on. This was not done to preclude a serious injury. The patient's device has since been increased to an output of 0.75ma and magnet of 1.0ma. The patient is tolerating the vns now. The nurse does not believe the increase in seizures is related to vns stimulation. The nurse also stated that the patient is very ill, significant seizures and delays. The vns is now working and no vns problems noted. Medication changes are underway. The nurse again noted that vns is not a problem for patient or family. The nurse stated that they need to make small adjustments for patient tolerance. A note from (B)(6) 2012, stated that they decreased the patient's settings as the patient was having an increase in seizures. On (B)(6) 2012, the patient was tolerating vns well but had some hiccups and was increased to an output of 1.0ma.

Manufacturer narrative:
.

Event description:
It was reported that the recently implanted vns patient had his vns output current increased from 0.5ma to 1.0ma and had some hiccups while in the office. After the patient went home, the patient reportedly began to experience frequent seizures every 60-90 minutes. The patient experienced this behavior until the caregivers disabled the stimulation using the magnet and the increased seizures reportedly resolved. The patient would reportedly be returning to the site for evaluation. Attempts for additional information have been unsuccessful to date.